Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a power (battery life) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1; date of submission: 01/20/2017. The device has been returned and evaluated by product analysis on 01/05/2017 with the following findings. During investigation, the black box showed no evidence of a short battery life. There were multiple cs 128 alarms. The secondary error code (B)(4) was defined as a post-delivery motor power supply fault. The battery compartment and cap were undamaged and able to fit securely. The ez-prime steps were performed correctly and all currents reading were within specification. The ¿short battery life¿ was unable to be duplicated. Unrelated to the original complaint, the pump¿s cover was removed and there was moisture corrosion observed to the printed circuit board on the motor connector. (B)(4).